Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: chuck device, quick coupling device, small battery drive casing device, ao quick coupling attachment device, (B)(6) 2022. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 2 of 4 of the same event: it was reported from (B)(6) that the chuck device, small battery drive device, quick coupling device, and ao/asif quick coupling device were overheating while being used together with the small battery drive casing device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. A functional assessed was performed and it was determined that the device failed visual inspection. It was further determined that the device was received in a heavily used optical condition. A note was attached to the handpiece mentioning heat. During testing, it was found that the device was rough running after the power test failed. It was determined that the device was hot and remained without any function. It was observed that the device was in bad shape and resides were found all over the device. It was further determined that the upper trigger was jamming when eccentrically pressed and the motor and ecu indicated wear. It was determined that the most probable cause for the found defect was linked to normal wear and the detected residues was linked to improper reprocessing. It was further determined that the device failed pretest for general condition, check the oscillation angel, check the triggers and electronic control unit (ecu) function, and check power with the test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear and environment.